Event description:
The customer reported a failure to power up which could prevent the delivery of therapy.

Manufacturer narrative:
The customer reported a failure to power up which could prevent the delivery of therapy. The unit was elevated at the phillips bench. The symptom was verified. Replacing the power pca resolved the issue.